Event description:
It was reported the patient's blood glucose level (bg) rose to over 250 mg/dl while wearing the pod between 4 and 24 hours. The pod reportedly was coming loose from the infusion site (abdomen), causing the cannula to dislodge. As treatment the patient applied a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
Correction: adding the device investigation as the supplemental was missing the pod evaluation. See below for investigation findings and conclusions. The received device had the cannula assembly fully deployed. The soft cannula measured the correct full length according to specification and did not appear damaged. Inspection of the fluid path and needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula becoming dislodged from the infusion site. A root cause for the reported dislodged cannula could not be determined. No damages or defects were observed with the adhesive pad returned with the device, nor the adhesive pad's welds. The cause of the reported adhesive failure could not be determined.